Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have a missing tubing ID. Label. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing contributed to this issue. During visual inspection, it was identified that the tubing ID label was missing from the device. The tubing ID label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.